Event description:
I have been suffering with multiple issues for a number of years. But something has come to the forefront unexpectedly. I've suffered with chronic sinusitis for a couple of years. The last 9 or 10 months, I have had horrible scabbing in my nose. I just got use to it and figured it was from allergies and would resolve itself. It didn't go away. It's really bad and now the cartilage in my nose is deteriorating. My nose now has a big dip in it that was not there before. My primary care dr ordered a cat scan of my sinus, blood work, put me on antibiotics and referred me to an ent. I saw the ent last week and after he reviewed my cat scan, my medical history from the new pt form I completed and examining me, he was not sure what's causing it. He ordered more blood tests, changed my antibiotics and after listening to my breathing has ordered a cat scan of my throat and chest. He has now diagnosed me with granulomatosis with polyangiitis. He has also referred me to a pulmonologist, rheumatologist. When I told my sister what was going on, she sent me a video of an interview that she saw on the (B)(6) show about breast implant illness. My eyes have been opened and I am certain that many if not all of my health issues over the years, and this most recent development with my nose is being caused by the autoimmune reaction to my breast implants and the toxic chemicals and heavy metals I now know they contain. Https://www.breastimplantillness.com/safety. This is such a scary thing to be going through with all of the unknowns. The one thing that I do know is that I can't go on living this way. I have had so many health problem over the last 22 years, 18 years with saline and had them replaced in (B)(6) 2016 with silicone. Over the years, drs have had no answers or explanation for the symptoms I've suffered with, so at some point you just give up, just deal with it and becomes your normal. At times I have wished that my life would just end. It's been so hard feeling so bad for so long. Please know that I would never take my own life; it's just been so hard and to have no answers and no end in sight it becomes overwhelming. Depression and anxiety are common symptoms of breast implant illness. Here is a list of the rest of my symptoms: chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss) muscle aches, pain, and weakness, occasional joint pain and soreness, severe cramping in hands, legs and feet weight gain, low libido, ringing in ears, heart palpitations, shortness of breath, asthma, metallic taste in the mouth, night sweats, itchy scalp / armpits / upper torso; insomnia, tender lymph nodes in throat, neck tingling or numbness in hands, aching pain around the chest wall or breasts, dehydration, chronic neck and back pain, blurred vision. Gastrointestinal and digestive issues, sudden food intolerances and allergies, chronic sinusitis, throat clearing, cough, difficult swallowing, chronic inflammation, feeling like you are dying, ocular migraines, mood swings, emotional instability, anxiety, panic attacks, depression, adrenal symptoms, symptoms of fibromyalgia. Granulomatosis polyangiitis. FDA safety report ID# (B)(4).